Event description:
Surgeon was to remove implanted tissue expander and insert permanent breast implant. However surgeon noted one of the tabs on the expander was not attached to the expander when she removed it. No adverse event. Manufacturer response: for expander for breast implant, mentor (per site reporter). Sent back to manufacturer for credit.